Manufacturer narrative:
Unit was received with intermittent button response due to corroded keypad traces. Unit was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The caller reported that the insulin pump had a keypad anomaly. The issues were occurring intermittently for the past 5 hours. Customer's blood glucose level was 407 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.